Event description:
A patient reported blood glucose results of "14.2, 11.3 and 8.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.